Event description:
It was reported that upon powering on the unit, it went off after two to three minutes. The power switch was tried once more and the unit was not powering on. No patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.